Event description:
A pt experienced unusual, severe pain when her port was accessed. X-ray showed that the catheter was fractured. It was removed on 9/28/94. The pt has the catheter and the rptr has the port.